Event description:
Pt was undergoing colostomy reversal. Ethicon eea stapler was inserted into the pt's rectum and moved into the appropriate position. The eea stapler was opened and connected to an anvil. Stapler was then deployed and removed from the rectum. It was noted that two complete doughnuts were left in the stapler. This resulted in an incomplete anastomosis and ultimately resulted in a diverting ileostomy.